Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 325cc saline breast prosthesis, cat. #3501650, serial #(B)(4). On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation (pe) team¿s visual examination of the device revealed creases on both views. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Pe concluded that the creases occurred sometime subsequent to the removal of the device from its protective packaging. At this point it is not possible to determine the root cause of the creases or the origin of the white material observed. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. There is no evidence that the creases were the root cause of the capsular contracture. According to the information provided, pe concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 325cc saline breast prostheses when the left breast prosthesis deflated after implantation. In addition, the patient developed capsular contracture (baker grade I/ii) in both breasts. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 325cc saline breast prostheses on (B)(6) 2018. This medwatch report is for the right breast prosthesis.